Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reey0984 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "rn felt the wire was very flimsy, and broke the stylet after placement." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch was submitted, upon further review it was found that this medwatch 3006260740-2021-02620 is a duplicate file and has been voided. The original event was submitted on medwatch 3006260740-2021-02803.

Event description:
It was reported "rn felt the wire was very flimsy, and broke the stylet after placement." No other information was provided.